Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve (ID 828806) was implanted in addition to another valve (not integra) via cyst-abdominal shunt on (B)(6) 2023 with unknown setting. External drainage was performed on (B)(6) 2023. Since obstruction was observed, the valve was removed on (B)(6) 2023.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4) or (B)(4). The certas valve (ID 828806) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve was leak tested; the leak tested passed, only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, siphon guard and pressure. The valve was dried. The siphon guard was removed. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.